Manufacturer narrative:
Initial reporter facility: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack and a fluid leak was observed on the effluent line on a prismaflex m150 set c during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, photos of the impacted set was provided. The visual inspection observed that the effluent line was disconnected from the support plate. There was no non-homogeneous mark of solvent on the tubing. The reported condition was verified. The cause was identified to be due to a combination of manufacturing issues caused by operator errors. The involved operator is not part of the company anymore. Should additional relevant information become available, a supplemental report will be submitted.